Manufacturer narrative:
Updated data: a2 a3a b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the valve infold resulted in a procedural delay of approximately 10 to 15 minutes. Per the physician, there were no anatomical features that contributed to the infold.

Manufacturer narrative:
Image review: three static images and one media file were provided for review. The patient¿s executive summary included permitting a full anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 81.9mm with a perimeter derived diameter of 26.1mm suggesting a 34mm valve. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a recapture was warranted due to unfavorable depth and an infold occurred during a subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The infolded valve was recaptured, withdrawn, and deployed on the sterile field confirming valve infolding. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve, the valve was loaded by a certified nurse, and visual and tactile inspection of the capsule as well as a fluoroscopic loading check were performed, both indicating a good load. During the first implant attempt, the valve was deploying well but was positioned too high at 80% deployment, leading to recapture. A second implant attempt was made, during which the valve was again deploying well but was positioned too deep, resulting in another recapture. During the third implant attempt, infolding of the valve was visible. The valve was removed from the patient and both the valve and the delivery system were replaced.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.